Event description:
During an implant attempt of the subject lead, positioning difficulties were obtained by the physician due to entanglement with intracardiac issue. Difficulties associated to operation of the fixation mechanism were also reported. During these reported difficulties, the physician inserted a straight easyturn stylet which perforated the lead. Another lead was subsequently implanted.

Manufacturer narrative:
On 06/23/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.